Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following has been reported to hamilton medical ag on february 9th 2024. It was reported that on 30 jan 2024, the hamilton t1 (sn (B)(6)) "booted into white screen due to improperly connected display cable. As per available information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party. As an immediate correction action, reconnect the display cable to display adapter board. According to preliminary analysis, potential root cause could be related to display cable pn161550 not properly connected to display adapter board or plug fell off. It was not possible to reproduce the reported issue

Event description:
The following has been reported to hamilton medical ag on february 9th 2024. It was reported that on 30 jan 2024, the hamilton t1 (sn (B)(6)) "booted into white screen due to improperly connected display cable. As per available information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party. As an immediate correction action, reconnect the display cable to display adapter board. According to preliminary analysis, potential root cause could be related to display cable pn161550 not properly connected to display adapter board or plug fell off. It was not possible to reproduce the reported issue.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only, field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was reported that the device was booted into a white screen during start-up of the device. No patient involved. The event did not cause or contributed to a death or serious injury to a patient. The issue could not be replicated during investigation of the device. The log files confirmed that no technical faults (tfs) were logged. The root cause of the event was determined to be that the display cable not properly connected to display adapter board or plug fell off. After reconnect the display cable to display adapter board the device was released back into use.

Event description:
The following has been reported to hamilton medical ag on february 9th 2024 it was reported that on (B)(6) 2024, the hamilton t1 (sn (B)(6)) "booted into white screen due to improperly connected display cable. As per avaialble information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party. As an immediate correction action, reconnect the display cable to display adapter board. According to preliminary analysis, potential root cause could be related to display cable pn161550 not properly connected to display adapter board or plug fell off. It was not possible to reproduce the reported issue